Manufacturer narrative:
Additional information obtained indicated that the patient is a male with a medical history of myocardial infraction. The indication for the procedure was unstable angina. The target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: type c, 2.86 mm vessel diameter, 27.4 mm in length, mld 0.21, and a 92.6% stenosis: two (2) cypher stents: 3.0 x 23 mm at 12 atm and a 2.5 x 23 mm at 8 atm were implanted. Approximately six (6) months after the index procedure the patient was re-admitted with angina. The patient was found to have restenosis of the previously implanted cypher stents. The restenosis was reported to be diffuse, reference diameter 3.43 mm and lesion length of 13.5 mm, post mld was 2.79, and the residual diameter stenosis 2.44%. The restenosis was treated with an outer stent. The pre or intra procedural administration of asa, plavix, heparin, or gpiibiiia and the performance or recording of acts was not reported. The mid lad lesion was described at type c, 92.6% occluded, 2.86mm in diameter and 27.4mm in length. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 12atm. This was followed by the overlapping placement of a 2.50 x 23mm cypher stent at a maximum inflation pressure of 8atm. According to the IFU, this is below the nominal pressure for deployment. It is not known whether this second stent was placed proximal or distal to the original stent. The procedure was completed with a resultant residual stenosis of 2.44%. The post procedural administration of asa or plavix was not reported. Some time after the index procedure, the patient experienced chest pain and underwent a repeat angiogram that revealed a 98.7% focal restenosis of the previously implanted cypher stents. This was treated with the placement of an un-identified stent. The product was not available for inspection. Additionally, as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. The products remain implanted in the patient and are thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation. There are vessel and procedural factors that may have contributed to these events. This is one of the two products used during the same procedure. Please reference MFR. Report # 9616099-2006-01320 and #9616099-2007-00073. This is the initial/final report for this product.

Event description:
An abstract from another country, (stent fracture is one of the leading causes of restenosis after sirolimus-eluting stent implantation) reports that 24 restenotic lesions were observed in 22 patients. Eight of the cases, also had stent fracture. Information regarding additional treatment is not reported in the abstract. This complaint captures one of the cases with restenosis only.